Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant, the patient noted that they live near a telephone pole and they had concerns of electromagnetic interference. They further reported that "it was like their chest was pounding  and they hear sizzling sounds through the telephone wire and the first time they heard that,  it rocked the bed and they thought they were having an earthquake." The ipg remains in use. No further patient complications have been reported as a result of this event.